Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips fell off the vessel as they were not completely closing. Additionally, clips were scissoring. Another like device was used to complete the procedure. No patient consequences were reported.